Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the right atrial (ra) lead revealed over-sensing of noise and inappropriate automatic mode switch. During the procedure, the ra lead was found to have been improperly sutured. No insulation issues were reported. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.